Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on the valve bond edge assessed as unidentified (tear) opening (no shell thickness due to opening is under plug strap.) Additional observations: observed creases on the device. Observed wear abrasion on the device. White particles observed inner the device. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a left side "possible small leak" captured as deflation. Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side "possible small leak" captured as deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.